Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing redness and skin erosion, described as holes, at multiple infusion sites on the abdomen and arms, which subsequently developed into scarring. The patient stated that no medical attention was sought for the skin symptoms and that he has since discontinued omnipod use due to insufficient available sites on the body to rotate pod placement, describing himself as ¿skin and bones.¿ the issues were reported in general and were not associated with a specific pod. This event is being reported due to the formation of scar tissue attributed to pod use.